Manufacturer narrative:
The reported events were dislodgement, loss of sensing, loss of capture, and failure to retract the helix. As received, a complete lead was returned in one piece for analysis. The reported event of failure to retract the helix was confirmed. Visual examination revealed the helix to be partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported events of loss of sensing and loss of capture were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of the failure to retract the helix was due to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of sensing and a loss of capture were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. During a revision procedure, the helix of the ra lead was unable to retract. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.